Event description:
After completion of stone removal procedure, the litho water bellow burst releasing water onto the floor. The hosp lead tech slipped on the water and re-aggrevated an existing groin injury.